Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in order to obtain satisfactory parameters during the implant procedure the helix of the right ventricular (rv) lead was repeatedly rotated out. Eventually the helix could not be rotated out normally due to myocardial tissue residual in the tip. The rv lead was not used, and a different rv lead was successfully implanted. No patient complications have been reported as a result of this event.